Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited unspecified oversensing which triggered episodes of atrial fibrillation. Programming changes were discussed but not made. No patient symptoms were reported.